Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the MFR bhm medical, inc (registration#(B)(4)). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Resident was seated in wheelchair while two staff members attempted to transfer him from chair to bed. The sling was applied and resident rose to approx shoulder height of the staff. Then, the left leg sling clip became loose on knob, resident leaned to left side and fell out of sling to the floor. Physician examined and treated the resident for contusion and bump on head. The resident was released from hospital and returned to facility.